Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the emergency room with a low heart rate. It was also noted that the right ventricular (rv) lead was dislodged. The rv lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.